Event description:
Medtronic received information that this annuloplasty mitral ring, implanted 28 months, was explanted due to mitral regurgitation. The product was replaced with a bioprosthetic valve. The ring was sent to hospital pathology. Product return has been requested.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product is expected to be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that this annuloplasty mitral ring, implanted 28 months, was explanted due to mitral regurgitation. Upon opening the chest, it appeared the ring had dehisced. There was also granular material not consistent with vegetation. The product was replaced with a bioprosthetic valve of another manufacturer, and the ring was sent to hospital pathology. The explanted mitral ring measured 6.8 cm in greatest circumference and 0.4 by 0.3 cm with attached suture material. The patient's history was significant for severe recurrent ischemic mitral regurgitation status post coronary bypass graft and mitral valve repair and morbid obesity. After the procedure, the patient was showing some difficult to wean; however, was successfully weaned from bypass and was reported to have no adverse patient effects. The product has been returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, pieces of host tissue and one pledget were returned for analysis. The band was not returned. Chordae tendineae remained attached to the host tissue. Three pieces of glistening off white pannus were received for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.